Event description:
It was reported that the collimator or the 9900 system is coning down while fluoring. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the fluoro function board (pcb). The system was tested and found to be working as intended and placed back into service.